Event description:
In 2006--the pt was implanted with an oval bard composix kugel patch while undergoing hernia repair surgery. In 2008--the composix kugel patch ultimately failed and migrated internally causing numerous complications including, but not limited to, adhesions to and perforation of the colon, severe abdominal pain and infection, an open and draining wound, recurrent hernia, and the need for further surgery to remove the defective mesh. The pt will require continuous monitoring of his composix kugel patch related injuries for the remainder of his life. The pt's physical injuries, proximately caused by his implantation with the composix kugel patch, are severe, life threatening, and permanent, and have adversely impacted the quality of his life.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all, pt's event, and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.